Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was faulty and there was air bubbles of two centimeters size in the tube. The customer¿s blood glucose level was 21 mmol/l. The customer also reported that the customer was hospitalized due to unknown reason last year. The insulin pump will not be returned for analysis.